Event description:
Reporter alleged discrepant blood glucose results of 124 mg/dl back to back with a result of 367 mg/dl, when testing was performed a few minutes apart on the compact plus system. Customer stated not having any high glucose symptoms during the time of testing, however, did not indicate the location of the testing. As a result of the comparison, no actions were taken and no treatment was received reportedly as a result. A request was made for the return of the suspect and replacement product was sent. Compact plus system: meter and compact test strip lot number with expiration date not provided.

Manufacturer narrative:
The suspect product is the compact test strips.